Event description:
User reported false positive result. Negative by pcr.

Manufacturer narrative:
Report required by FDA for eua.

Manufacturer narrative:
Report required by FDA for eua. Investigation codes for type of investigation have changed to reflect presumed recall affected products.